Event description:
Tip of aspiration catheter (estimated length of retained item - 3cm) broke off and lodge in clot during aspiration thrombectomy of right arm av dialysis fistula. Patient was stable and sent home to be brought in her surgical removal of retained tip and declot of av fistula. Aspiration catheter 7d + aspiration tubing.